Manufacturer narrative:
Complaint no: (B)(4). A batch review was conducted for potentially associated lot numbers gd896704 and gd895573 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized on the same day as onset of the peritonitis. It was reported that the patient was treated with unspecified antibiotics intraperitoneally, possibly ¿cefepime and vanco¿ (dose and frequency not reported); however, the drugs were not medically confirmed. The patient was discharged from the hospital in the same month as admission and had recovered from the peritonitis event. Pd therapy was ongoing. Additional information was requested but is not available. This is report 2 of 5 involved in this event.